Event description:
Caller reported that pump screen was dark and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to troubleshoot the issue by pressing the button and charging the device; however, the pump did not respond. A red led was blinking, and the pump vibrated regularly. Customer reverted to an alternate method of insulin delivery.